Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced diabetic ketoacidosis. The blood glucose level was 121 mg/dl. It was unknown whether the auto mode feature was active at the time of event. The cannula was bent. The insulin pump will not be returned for analysis.